Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2019 to treat grade 4 functional mitral regurgitation (mr), reducing mr to grade 1. On (B)(6) 2019, prior to discharging the patient; echocardiogram was performed which found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet. (Slda). Mr increased to grade 3-4. On (B)(6) 2019, a second mitraclip procedure was attempted, however, the clip was not implanted because mr could not be reduced. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr) is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. A definitive cause for the reported single leaflet device attachment (slda) could not be determined; however, the recurrent mr was due to the slda. There is no indication of product quality issue with respect to manufacture, design or labeling.